Event description:
During prep, the physician tried to connect syringe to coil for air purging, but the syringe did not fit precisely with hub of the orbit coil. The product was not used for the pt and another device was used. The syringe appeared normal upon removal from the packaging. There was no abnormality on the luer hub of the syringe noted, prior to attachment to the hub of the orbit coil. No info if this was the first coil they were prepping, which difficulty experienced.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.